Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the roller pump seemed to receive power but it will not display anything. As a result, an alternate device was employed. No other details regarding the nature of this event were provided. Investigation in process, but not yet completed.

Manufacturer narrative:
This device was manufactured before 1999.